Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 493-523 mg/dl. The customer delivered a correction bolus, changed the infusion set multiple times, and administered a manual insulin injection to address high bg. A system check was performed by tandem technical support and it was determined that the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.